Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported battery failed alarm message was displayed on the v60 screen, while the unit was being used on a patient. There was no reported adverse patient effect.

Manufacturer narrative:
Patient information was not provided by the hospital due to their privacy policy. (B)(4).